Event description:
It was reported that pump generated cartridge alarm 30 and had repeated cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy. Cts to replace pump.